Manufacturer narrative:
Vyaire medical file identification: com-(B)(4). Device evaluated by MFR: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer was advised to reconnect all connection cables linking to the front panel and update the software to 6.0.2100. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device was not returned yet.

Event description:
The customer reported to vyaire medical that the bellavista1000 display had white horizontal lines. Furthermore, there was no patient associated with this event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10. Result of investigation: vyaire medical was able to confirm the issue, and a quote for the front panel replacement was sent to the customer. Root cause of failure was determined due to rough handling.